Event description:
The problem is that the density override as reported in the regions of interest window is different from the density that is actually used for dose calculation in the plan, only occurs when there is a proton license on the system. When there is no proton license this does not occur.